Manufacturer narrative:
Technical services evaluated the returned product and could not confirm the flickering. The monitor was serviced and returned. Additional part used: packaged, glidescope, smart cable; catalog: 0800-0531; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope avl/gvm monitor with smart cable, the monitor would flicker. A back-up device was reportedly used. An unknown delay in the procedure was noted. No harm to patient or user was reported.